Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a calcified lesion in an unspecified coronary artery. During the procedure, it was noted that the copilot was pulling in air. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned copilot. The reported leak was unable to be confirmed. It may be possible that syringe or inflation device being used was not properly connected; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities or exceptions issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.